Event description:
It was reported that during insertion of the intraocular lens (iol) with the implantation system the silicone sheath came off the tip of the handpiece rod causing an inferior iris root tear and hyphema. The sheath was subsequently removed from the eye by the physician. The patient is still under treatment, and the outcome is unknown at this time.

Manufacturer narrative:
Sheath came off the handpiece rod during use, the device was not returned to the manufacturer for analysis. Product history records were not reviewed as the reporter did not provide any identifiers related to the manufacturing documentation. While we are unable to determine the definitive cause of this event, our experiences reasonably suggest it is not manufacturing related. Not returned to manufacturer.